Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc samples are run every 8 hours. Prior to the event, qc results were within the lab's established ranges. A field service engineer (fse) replaced the flow cell. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. Upon repeat lower results were obtained. The erroneous results were reported outside of the lab. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.